Manufacturer narrative:
(B)(4). Device evaluation: the distributor's engineer inspected the pump and found that the problem was the front end printed circuit board (pcb). As a result, the engineer replaced the front end pcb and afterward the pump worked well. This iabp is under warranty and was delivered to the hospital on (B)(6) 2009.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted through a sheath into the patient's left femoral artery. While in the cardio cath lab, the monitor displayed "low arterial pressure" continuously. As time went by, the patient pressure did not return to normal range and kept falling. Therefore, the md called the distributor's engineer for service. The engineer investigated the intra-aortic balloon pump (iabp) right away and replaced the iabp with a demo unit from the distributor. There was no reported patient death or injury. Medical/surgical intervention was not required. It was reported that there was a two hour delay/interruption in iabp therapy. The patient outcome is recorded as "the patient does not have any complications and is fine." There are no strips available for review. Additional information received from the sales representative on 8/9/2010 stated that according to the hospital md, the patient arterial pressure (ap) started falling a few minutes after iab catheterization. However, there was no delay or interruption to the counterpulsation therapy as the iabp was triggered by keg. The patient was not injured by the procedure, but the md had to have a close look at the hemodynamic parameters while checking the pressure using additional monitor. Delay in therapy took almost two hours (md doubted iabp function due to getting lowered ap obtained from iabp). We replaced it with our own pump, our service team analyzed and found out the source of problem. The patient benefited from the iab therapy.